Manufacturer narrative:
H3, h6: the device was not returned for evaluation. However, the photographs were reviewed, and revealed that the fracture. The tip of the device is broken off. The clinical/medical investigation concluded that, the provided photo confirm the tip breakage, however, it does not aid in determining a root cause. The 2.7mm short drill bit w/qc are manufactured and intended as externally communicating devices and are not approved for long-term internal tissue exposure and long-term implantation data is not available. According to the report, the broken drill tip is retained in the patient¿s bone, therefore, the potential for micro-motion and or migration of the retained drill tip is unlikely. Although, we cannot make any conclusions on the impact of the non-implantable foreign body. It was reported the procedure was completed without any delay, using a competitor device. Since no patient complications have been reported, no further clinical/medical assessment is warranted at this time. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of instructions for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices for single use devices revealed that as the devices are sold both nonsterile and sterile and often removed from their original packaging to be placed in a containment device they should be cleaned and/or inspected prior to sterilization. The device should not be reprocessed or reused if comes in contact with blood, tissue or bodily fluids. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device reveals the tip fractured off. The fractured piece was not returned. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that the provided undated, unlabeled photo confirm the tip breakage, however, it does not aid in determining a root cause. The 2.7mm short drill bit w/qc are manufactured and intended as externally communicating devices and are not approved for long-term internal tissue exposure and long-term implantation data is not available. According to the report, the broken drill tip is retained in the patient¿s bone, therefore, the potential for micro-motion and or migration of the retained drill tip is unlikely. Although, we cannot make any conclusions on the impact of the non-implantable foreign body. It was reported the procedure was completed without any delay, using a competitor device. Since no patient complications have been reported, no further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A review of instructions for use for care, maintenance, cleaning, and sterilization of smith & nephew orthopedics devices for single-use devices revealed that as the devices are sold both nonsterile and sterile and often removed from their original packaging to be placed in a containment device they should be cleaned and/or inspected prior to sterilization. The device should not be reprocessed or reused if it comes in contact with blood, tissue or bodily fluids. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an internal fixation, the tip of a 2.7mm short drill bit w/qc broke off when the holes to place screws in the 3.5mm plate were attempted to be drilled; the broken piece was not retrieved and remains inside the patient's bone. The procedure was performed, without any delay, using a competitor device. No patient complications have been reported.